Manufacturer narrative:
Device evaluation: the visi-pro balloon-expandable biliary stent system was received for evaluation within a mailer, within a sealed sterilization pouch, and loosely coiled within its opened labelled pouch. No ancillary devices or cine images from the procedure were received. The balloon expandable stent on the visi-pro stent system was received slid distally over the balloon chamber with one of the radiopaque marker bands bent distally. The stent has been slid approximately 9mm distally. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a visi pro balloon expandable stent system during treatment of a calcified lesion in the patients right common iliac artery. The lesion exhibited 99% stenosis. Moderate tortuosity and sever calcification are reported. No issues were noted when removing the device from the tray. It is reported IFU was followed and the device was prepped without issue. Pre-dilation was performed. Resistance was encountered when advancing the device. It is reported stent dislodgement occurred and that the device or a component became detached, cracked, fractured or damaged. Resistance during withdrawal requiring force for removal is also reported. A longer sheath and other stent were used to avoid too much friction when passing the stenosis. No patient symptoms or complications associated with this event are reported.